Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump buttons hard to press and unresponsive. Customer's blood glucose level was unknown. Customer stated that insulin pump had sticky buttons and unexplained no delivery alerts. Customer stated insulin pump had diminished battery life and rejected brand new battery. The insulin pump will not be returned for analysis.